Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported that the clinician struggled to remove icp microsensors as of late. May be due to technique but check product anyway. Had to bring to or again. Patient status is ok.

Manufacturer narrative:
(B)(4). Supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor or connector. Surface cuts in catheter material 6.8cm & 29.2cm from tip of the sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 4/24/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.